Manufacturer narrative:
The recharger with model 97755 and serial#(B)(6). Was received for device analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were getting no device found when they were trying to charge the implanted neurostimulator since yesterday. Patient stated the ins was at 40% and controller 90% charged today. Agent asked patient to inspect the recharger for damage and patient said there was no visible damage on the recharging antenna but the cord got very hot and this was the first time they were noticing it. Patient started charging the implant and getting passive recharge screen with all 100s. Patient service reviewed meaning of the passive recharge process. The issue was not resolved. A request was sent to the repair department to replace the recharger device. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were getting no device found when they were trying to charge the implanted neurostimulator since yesterday. Patient stated the ins was at 40% and controller 90% charged today. Agent asked patient to inspect the recharger for damage and patient said there was no visible damage on the recharging antenna but the cord got very hot and this was the first time they were noticing it. Patient started charging the implant and getting passive recharge screen with all 100s. Patient service reviewed meaning of the passive recharge process. The issue was not resolved. A request was sent to the repair department to replace the recharger device.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.